Event description:
A ventilator is returning to the manufacturer for preventive maintenance. There was no harm or injury reported. The customer indicated the device was alarming for a service required alarm condition indicating an oxygen blending module board issue. Additionally, the blower hours were high, and there was liquid ingress in the interface board. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy device was returned for preventive maintenance due to an allegation of a service required alarm condition indicating an oxygen blending module board issue, the blower hours were high, and there was liquid ingress in the interface board. The device was evaluated by the manufacturer's field service technician and the customer's complaint was confirmed. The device's oxygen blending module needs to be replaced to address the service required alarm condition. The blower motor needs to be replaced due to the increased hours of use, and the interface board needs to be replaced due to the liquid ingress. There was no allegation of malfunction for the blower motor and interface board. The components will be replaced when they become available. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.